Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by tandem technical support, who instructed them to perform a series of corrective actions including disconnecting tubing, tightening the t:lock, and delivering boluses. The customer was advised to replace supplies as needed and to resume insulin.